Event description:
It was reported that during a da vinci right colon polyp removal procedure, the endowrist one vessel sealer instrument was not achieving proper seal. The tissue had signs of energy yet the expected degree of hemostasis was not reached. No reports of injury and nothing fell into the patient. On (B)(6) 2015, obtained following information from intuitive surgical, inc. Representative: the vessel sealer instrument did work during procedure with the cut function; not the sealing. There was very little thermal effect seen. The surgeon was aware that it was not sealing. There were no error messages to indicate that it was not sealing. The surgeon heard the two audible high pitch tones and the sealing cycle was less than 10 seconds. The system did not give any error messages that it is not sealing. The surgeon did use the cut function after knowing it was not sealing. There was bleeding, which was very little as surgeon was cutting omentum. There was no patient injury. The instrument is not available for return and evaluation.

Manufacturer narrative:
The instrument will not be returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument did not achieve proper seal.